Event description:
A sat/hgb probe was reported as displaying!!! For sao2 and hgb readings. The clinical team performed a hard reboot of the probe and tried it on a subsequent case with the same result. Unfortunately, this is being reported a week after the fact and the clinical team is not sure which qws this occurred on.

Manufacturer narrative:
Device being returned, to be investigated on return.